Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a thumping sensation on his chest that he had felt for several days. Device interrogation revealed that the right ventricular lead had high impedance and high capture threshold. A fractured bipolar coil was suspected and chest x rays were performed. The lead was capped and replaced on (B)(6) 2018. Patient was stable post-procedure.